Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 20 september 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Total qty released: (B)(4), expiry date: 31-may-17 .

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2018 indicate the patient received a left total knee revision due to pain, stiffness and aseptic loosening. The tibial component was loose and removed with noted intact cement mantle. The femoral and insert components were revised without indication of deficiency. The patella was left in situ with no indication of deficiency. The surgery was completed without indication of complication by the surgeon. Depuy revision products were utilized at revision. Doi: (B)(6) 2016, dor: (B)(6) 2018, left knee.